Event description:
Customer reported the tight mainframe steering and collimator problems. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the collimator and steering handle. System operates as intended.